Event description:
The exactech quinoxe shoulder system was implanted on (B)(6) 2021. For awhile, all was well. However, gradually the shoulder became more and more painful. Then, on (B)(6) 2024, I received a notice that the shoulder system had been recalled. A cat scan revealed that the socket is failing. The relevant serial number is (B)(6). I checked the exactech website, and this serial number is on the "affected" list. I have scheduled surgery to remove the socket on (B)(6) 2024. I will keep the removed socket as evidence.